Event description:
It was reported that the bd luer-lok had silicone visible. The following information was provided by the initial reporter: user observed lubricants in the syringe. Lubricants found & seen at the black rubber syringe plunger under the microscope. User would like to understand whether there's any addictive / oil / silicone lubricants used in our products during the manufacturing processes. Additional information provided: 9-aug-2024 - received an email response from complainant for information requested. Answers added in follow up tab. Refer email attached. (B)(6). Event date: 5/8/2024. Tracking : (B)(4). Total sample sent: 3 pieces. Date of sample sent: (B)(6) 2024.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Manufacturer narrative:
(B)(4) follow up MDR for device evaluation. Three samples were provided to our quality team for investigation. Through visual inspection, it was observed that all samples have appropriate amount of silicone present. The conditions observed are conforming per product specification. Silicone is an inert, non-toxic medical substance used as a lubricant for disposable hypodermic products. It is an integral part of the syringe, enabling it to perform as required in various clinical applications and does not present a safety or efficacy issue nor does it impact product function. No reports are known of adverse clinical effects associated with these products and unintentional delivery of silicone fluid lubricant. Furthermore, a device history record review was completed for provided lot number 3212119. A review showed no rejected inspections or quality issues during the production that could have contributed to the reported defect.

Event description:
No additional information was provided.